Event description:
It was reported that a wound drain was placed in a patient following a kidney transplant. When the patient returned for post-operative removal of the wound drain by the transplant nurse practitioner, the drain tubing broke leaving a portion of tubing and the entire drain inside the patient. The attending transplant physician was called in to assess the patient and determined that surgery would be necessary to remove retained tubing. The patient was admitted to the hospital and surgery was scheduled to remove the foreign object. The patient is stable and has been discharged from the hospital. No further complications have been reported.

Manufacturer narrative:
One used sample was received in two pieces consisting of a 100 cc evacuator with drain tubing attached and a suture tied to the drain tubing. The second piece consisted of the broken end of the drain tube which was still attached to the flat silicone drain. The broken section was examined under magnification and evidence of a puncture and jagged edges which is indicative of excessive force having been applied to the drain was observed. A dimensional evaluation showed all dimensions met specifications. There was nothing noted on the returned sample that showed any manufacturing related deficiencies. The drain and tubing assembly is received from an external supplier who certifies that product has been manufactured according to product specifications via a certificate of compliance. Incoming qa performs random visual inspections to ensure that drain assemblies are free of air, bubbles, nicks, cuts, pock marks and short shots; they also perform dimensional inspections and perform in instron break strength test per approved test methods. As a finished good, qa performs random visual inspection to ensure that drain assemblies are free of damaged components. The internal rejects records review for the reported catalog number did not show any rejects for damaged components during the last two years. The incoming quality assurance records review showed all tensile values within the last two years were above those specified in the international standard for surgical drains. The instructions for use provide precautions to avoid the possibility of drain damage or breakage and a warning states surgical removal may be required if the drain breaks. The evaluation concluded event was a result of post manufacturing damage as evidenced by the puncture and the jagged edges at the break area. Additional/correction made to the uf report is highlighted on this form, the manufacturers report.